Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 07/25/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that calibration was not performed after experiencing inaccuracies. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.